Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the lg cable connector housing broken, the suction channel buckled, the angle wire play, and the air/water nozzle clogged; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.